Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision on (B)(6) 2008. It was reported the patient underwent upper endoscopy, biopsy and balloon dilatation of a peptic structure on (B)(6) 2011 . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
Date sent to the FDA: 09/22/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent a complex removal of two vaginal slings on (B)(6) 2014 due to extruded vaginal mesh and vaginal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.